Event description:
After inserting stapler endoscopically, staples falling out prior to activation of stapler. Also, blade not retracting, exposed prior to activation. And jaws of stapler separating/falling apart. A second stapler of same lot number opened with noted malfunction prior to pt use. All of this particular model stapler, with same lot number, removed from stock. New stapler, same model number, new lot number, used without incident/malfunction.